Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, the patient underwent a revision surgery to remove a damaged crosslink. During the procedure, it was noted that the "driver was not adapted and lead to deformation of the inner hex of the setscrew". No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.